Event description:
Surgeon reports that pt has complained of ongoing pain in right hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.